Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited an oversensing and impedance anomaly. As a result, this patient underwent an rv lead revision procedure. The procedure was not able to be completed due to patient anatomy. The procedure was rescheduled for the near future. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5 and h6 device code. Follow up report 1 (additional information): this report is being submitted to update section b5 and d6. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited an oversensing and impedance anomaly. As a result, this patient underwent an rv lead revision procedure. The procedure was not able to be completed due to patient anatomy. The procedure was rescheduled for the near future. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific. Additional information indicated that this rv lead was damaged during extraction. This rv lead is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and d6. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited an oversensing and impedance anomaly. As a result, this patient underwent an rv lead revision procedure. The procedure was not able to be completed due to patient anatomy. The procedure was rescheduled for the near future. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific.